Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during an unspecified surgical procedure, it was observed that the milling cutter device would not hold on the drill device when used with the attachment device. During service and evaluation it was noted that the pin and bearing were worn and the thimble was missing on attachment device. It was not reported if there were any delays in the surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was due to normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.